Manufacturer narrative:
Medwatch sent to FDA on: 05/29/2014. Further info from the reporter regarding event, product, or pt details have been requested. No additional info is available at this time. The events of "gastro", swelling, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.

Event description:
Pt reported after injection with juvederm in an unspecified location, they developed "gastro". Subsequently, the areas previously injected with juvederm started "playing up" and the pt developed swelling and tenderness of the left eye and tenderness of "other facial spots." The pt was treated with "antibiotics."